Event description:
During preparation for use, this iol could not be loaded correctly into the delivery device causing damage to the haptic. Another lens was used for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.